Event description:
It was reported by the sales rep that the steering duraguard tip broke off while in use on the pt. An x-ray of the pt was taken to make sure nothing remained in the pt after the procedure was completed. The procedure continued as normal and no additional treatment was reported.

Manufacturer narrative:
The product was received and found that the foot was snapped near the tip of the attachment. According to the quality engineer's investigation, the damage to the attachment was most likely due to it being dropped at the account.